Manufacturer narrative:
Surgeon reported that lens implanted in patient's right eye had scratches visible on the posterior surface of the lens. The lens was explanted (rxsight's first awareness was 10/27/2020). Device history record for the lens was reviewed. No issues were noted. Device history record for the injector cartridge could not be reviewed as product identifying information was not provided. The lens was returned for evaluation. Visual inspection confirmed scratch marks on the posterior side of the lens. However, optical analysis of the lens did not show any loss of optical quality.

Event description:
Surgeon reported that lens implanted in patient's right eye had scratches visible on the posterior surface of the lens. The lens was explanted (rxsight's first awareness was 10/27/2020).